Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked; further described as" it was leaking liquid at the end of the dialysis when disconnecting in the transparent part of the cassette". This occurred during use for automated peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.